Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, two days following implant, a defibrillation test was attempted to induce ventricular fibrillation using the dc fibber mode on the ICD but the device aborted the therapy and an ineffective shock was delivered to the t-wave. Abbott technical support reviewed the session records which indicated the high voltage lead impedance (hvli) was increased and out of range four different times since the implant procedure. Technical support suspected the device pocket was dry. The hvli was measured again and was noted to be in-range. The patient was monitored in-clinic for one day with no issues observed. The patient was enrolled in merlin.net and is stable.